Event description:
It was reported that a decrease in the battery longevity was observed and premature battery depletion was suspected by the physician. Technical support was contacted and was unable to confirm the cause of the battery depletion. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis of the device image and session records indicated that the device operated at high pacing output settings. Additionally, autocapture and rate responsive feature were enabled during the implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not reveal any anomalies. A longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.